Event description:
It was reported that there were communication issues. Charging the implantable neurostimulator (ins) was said to have been difficult and the stimulation would randomly turn off on its own. The antenna locate (al) feature was used and the maximum number of coupling strength boxes that could be achieved was 4 of 8. Impedance testing and reprogramming were also performed. The patient was getting good pain relief and was going to continue charging for two weeks and was going to see if telemetry would improve. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was trained on proper recharging, had found a way to more effectively recharger her battery, and her recharging cycle did correspond to her settings (four programs running at full strength). The patient used continuous mode with the sensor feature turned on. The patient was doing well and was receiving excellent pain relief.

Manufacturer narrative:
Concomitant products: product ID 97792, lot # n445290, implanted: (B)(6) 2014, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_recharger_acc, serial # (B)(4), product type recharger. (B)(4).